Event description:
Manufacturer rec'd a report stating that, during transfer, a pt lift tipped over. As a result of this incident, the pt sustained a broken hip. Evaluation of the device has not been permitted and a specific malfunction has not been identified.